Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Mother reported the patient experienced hyperglycemia of 480 mg/dl and ketosis on (B)(6) 2013. He felt sick and nauseous and he vomited. His mother drove him to the hospital, and his blood glucose was 500 mg/dl. He was treated with an insulin infusion and by the infusion device. He changed to the backup infusion device on (B)(6) 2013 after increasing the basal rates. His blood glucose returned to normal, and he was scheduled to be discharged from the hospital the next day. Patient's physician and mother do not trust the insulin delivery of the primary infusion device. The infusion device was requested for evaluation.

Manufacturer narrative:
The complaint cannot be verified. The adapter's outside and thread is dirty, which means handling could be hindered and functionalities are not ensured. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The battery cover passed the optical inspection.